Manufacturer narrative:
The customer alleges the delay in the alinity c creatinine result was due to multiple analyzer and software issues in the laboratory. The patient¿s sample sid (B)(6) was collected in a physician¿s office on (B)(6) 2023 but was not tested until on (B)(6) 2023. The customer¿s alinity c (serial number (B)(6) was assigned the likely cause for this complaint. Therefore, the data generated for (B)(6) as well as 4 of the customer¿s additional chemistry instruments were reviewed for the timeframe associated with this complaint. The results of the data review confirmed that (B)(6) as well as (B)(6) were continuously generating results, including creatinine, between on (B)(6) 2023 and (B)(6)2023, indicating these two instruments were available for creatinine testing when sample sid (B)(6) was received on (B)(6) 2023. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with the issue described in this complaint (delayed patient results / treatment). The instrument service history for (B)(6) revealed no additional tickets associated with delayed results / delayed treatment. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No malfunction was identified. It was determined the event associated with this complaint (delayed reporting of an abnormal creatinine result) was related to use error. The adverse event was not caused by a malfunction of the alinity c processing module (B)(6) . Alinity c (B)(6) as well as an additional alinity c (B)(6) were continuously generating creatinine results throughout the time frame associated with this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a patient sample (ID (B)(6) was received for testing on the alinity c processing module on (B)(6) 2023. Testing of the sample was delayed due to multiple alinity c issues in the laboratory. The customer did not have another analyzer available for testing of samples and did not send samples out for testing due to the high volume they receive. The sample was not tested by the customer until (B)(6) 2023. The patient's creatinine value was 600 umol/l (reference range 60 - 100 umol/l). The patient's presenting symptoms were significant pain across the lower back and abdominal area and struggling to mobilize/difficulty walking. The customer stated the patient should have been admitted on (B)(6) 2023 based on the elevated creatinine result. Due to the delay, the patient was not admitted until (B)(6) 2023 at which time the creatinine value was 1200 umol/l and the patient was diagnosed with acute kidney injury (aki) and given IV fluids and a catheter was inserted. The patient's kidney function returned to normal. The delay in reporting the result caused delay in patient admission and diagnosis. The customer stated the patient was in discomfort upon admission which made it difficult to assess the patient medically, but there was no harm to the patient as a result.